Manufacturer narrative:
Sections with additional information as of 30-jan-2025: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions h10: customer returned (4) syringes; unable to ship to the manufacturer. Scrap returned product. Complaint was forwarded to supplier quality based on complaint's description for investigations. Internal evaluation has been completed by the manufacturer. No abnormalities observed with retention samples. Mlc-009: use error caused or contributed to event.

Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Customer stated that the 28g syringes did not aspirate. The package was not open or damaged when received by the customer. Customer is not using the syringes for insulin administration; customer stated he is using the syringes to administer the medication trimix for sexual dysfunction. Customer stated he has been using the syringes for 2 years. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.